Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an thoracic aortic aneurysm. It was reported that the patient expired due to infective endocarditis. The physician stated that the infective endocarditis was confirmed (with vegetation in the aortic valve). The patient underwent thoracic/abdominal aortic replacement surgery prior to the talent stent graft implantation, and the patient's physical condition had not been well since that time. The tevar was performed because the taa should not be left as it was, and a surgical treatment had to be avoided due to the deteriorated physical condition. Infective endocarditis developed due to the deteriorated physical condition. The physician assessed the relationship between the treatment and the device as unknown because the causality could not be completely denied.